Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that any experience with a childbirth where the patient experiences fourth degree vaginal tears, or where doctors put in the mesh sentences the patient to endless pain.